Event description:
Boston scientific received information that this right atrial (ra) lead was extracted due to noise and a conductor fracture. No additional adverse patient effects were reported.

Manufacturer narrative:
Analysis of the returned product is currently ongoing. This report will be updated upon completion of the analysis.

Event description:
Additional information received from a medwatch report from the facility indicated there were attempts to reprogram the ra sensitivity to 4 mv in an effort to suppress the atrial noise. The lead was ultimately extracted during a device replacement procedure.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, three returned lead segments were thoroughly inspected and analyzed. Resistance testing and x-ray examination of the returned segments did not observe any conductor fracture. Segment 1 was a proximal segment measuring 7 cm in length; the distal end was severed. Both seal rings were slightly folded back. There was a 8 mm separation between the terminal pin and anode ring. There were also voids and air bubbles observed at this location. This damage is consistent with a compromised medical adhesive bond between the insulation and the anode ring. Visual inspection revealed abrasion in the outer insulation where the outer coils were exposed. The abrasion may have been caused by lead-on-can contact and could have contributed to the clinical observation of noise. Segment 2 was approximately 2 cm long; both ends were severed. Only half of the outer coils were covered with insulation. The middle of the segment was stretched and bent. Segment 3 was a middle segment measuring 28 cm in length; both ends were severed.. The length was exaggerated by a stretch in the outer coils on one side of the segment. The stretched region of outer coils was bare of insulation, 9 cm long. On the opposite end, the inner coils and inner insulation were pulled past the outer coils and the outer insulation by 5 cm. There are 3 sutures that remain tied-down on this segment. One of the three tied through the outer insulation, which may have been part of the extracting stylet. The extracting stylet was stuck in this segment. Cuts and tears also observed in the outer insulation of this segment, likely from explant damage.